Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "says it's running, but no formula being pushed". They stated that this occurred during the patients overnight feed. Mmdg did follow up with the initial reporter, who stated that the pump did not have any adverse effects due to the complaint. (B)(4).